Manufacturer narrative:
Medwatch report: mw5119671.

Event description:
It was reported, a patient presented for an unrelated procedure on an unknown date, in which, the atrial lead was surgically abandoned, due to an unknown product performance issue. No adverse patient effects were reported.